Manufacturer narrative:
The investigation determined that the event was due to an operator error of not deselecting the "dilution" option when manually programming a sample. Per product labeling: all manual selections such as sample type and dilution ratio remain as selected, within and between samples, until they are manually reset. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable results from the cobas 6000 e601 module. The customer alleged there was an improper dilution of the sample. The initial ferritin result was 10.47 ng/ml, and the iron result was 15.86 ug/dl. With a 1:50 dilution, the repeat ferritin result was 36.53 ng/ml, and the repeat iron result was 589.61 ug/dl. The second repeat ferritin result was 11.80 ng/ml, and the repeat iron result was 33.57 ug/dl. These results were believed to be correct.

Manufacturer narrative:
The iron reagent lot number was 845865. The ferritin reagent lot number and the expiration dates were not provided. The investigation is ongoing.